Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) was 596 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, the customer reverted to an alternate method of insulin therapy.